Event description:
In 2005 preop diagnosis spinal stenosis with lumbar intervetebral disc degeneration. Three months later, surgical treatment l2 - sacrum laminectomy; psf with bonegraft and instrumentation. Date unk - x-ray showed a dislodged rod at s1 screws. Eleven days later - surgical procedure to appropriately place contoured rods.

Manufacturer narrative:
Rod cut too short during surgery. Add'l lot# 988l.